Manufacturer narrative:
Approximate age of device ¿ 5 years, 3 months. It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2016 due to cardiogenic shock secondary to presumed pump thrombus related to sepsis and a previously unreported chronic infection. The source of the infection was reported to be the lvad driveline. The patient's total bilirubin level was 5.2 mg/dl, creatinine was 2.35 mg/dl, and the lactate dehydrogenase (ldh) level was reportedly unable to be calculated. The patient had chest and abdominal CT scans without contrast during the day prior to the event that did not show thrombus. An echocardiogram performed during the night of the event was technically limited and did not show a definite obstruction. The patient's cardiac index was 1.0 l/min/m2 while on lvad support. The patient's inr goal was 1.8-2.0 secondary to previously unreported gi bleeding and a previously unreported left occipital cerebral infarction. The patient's inr was 1.8 on admission and 2.2 on the morning of the event. Care was withdrawn per the family's request. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported thrombus, driveline infection, gastrointestinal bleeding, and cerebral infarction could not be conclusively determined. Thrombus, infection, sepsis and bleeding are listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.